Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a saf-t-intima w/y adapter bl 22ga x .75in experienced a safety mechanism failure during use. The following was reported by the initial reporter: "it was reported that the stylet did not engage in the safety mechanism. Verbatim: we had an incident on y2 today with an intima IV (please see actual description per safety report below)

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 0233515. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed and therefor the failure was not confirmed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that a saf-t-intima w/y adapter bl 22ga x .75in experienced a safety mechanism failure during use. The following was reported by the initial reporter: "it was reported that the stylet did not engage in the safety mechanism. Verbatim: we had an incident on y2 today with an intima IV (please see actual description per safety report below):¿".